Manufacturer narrative:
Pressure sensor assembly was replaced and sw update to 3.0.3. Device tests successfully passed. Hamilton medical ag case number is: (B)(4)..

Event description:
The following was reported to hamilton medical ag: dichtigkeitstest wird nicht bestanden; ebenfalls der autozero test in der tsw. Translated: leak test is not passed; also the autozero test in the tsw (test software). No patient involvement.